Event description:
It was reported that the device was used during a right hemicolectomy. It was reported by the rep that the 1st firing on the trc55 instrument was fine, but the 2nd firing misfired. Another instrument was used to complete the case. There was no patient consequence. 06/22/1999 further information from rep: this event took place on the second firing of the tlc5 device and both the tlc55 and the tcr55 are being returned for analysis.